Manufacturer narrative:
A cracked reservoir tube lip, broken battery tube threads and minor scratches on the display window were noted during the visual inspection. The insulin pump was monitored and all operating currents tested within specified range. No blank display was noted. However, corroded battery cap contact and battery tube threads were noted. A damaged battery cap coin slot was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported that the insulin pump screen was going blank. The customer stated that he received a weak battery alaert, the insulin pump turned off and then on with a full battery. Her blood glucose was 72 mg/dl. It was stated that the insulin pump was neither bumped nor dropped and was not exposed to moisture. The customer further stated there was corrosion on the outside of the battery cap, and she was unable to remove the battery cap. The customer was advised to discontinue use of the insulin pump, if the battery was low, and to revert to a back-up plan. Nothing further was reported.